Manufacturer narrative:
An event was reported for loosening of the shell. Crack/fracture of the screw was confirmed from the medical review. Method & results: device evaluation and results: visual, dimensional and functional inspection was not performed as no devices were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that : for the failure in 2011 with cup revision there is no information available to even suggest a failure mode although cup loosening as such was confirmed. Procedure related factors are usually involved in such problems where device-related matters hardly ever play a role. X-rays would be required to help solve this problem. Also in this case patient¿s morbid obesity may have been an additional risk factor. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Acetabular components revised to competitor product in 2011.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Acetabular components revised to competitor product in 2011.